Event description:
During a follow up call it was reported that the customer was taken to the emergency room because the customer's mother delivered 15-20 units of insulin by mistake, when she changed the reservoir for the first time. The mother stated that she did not rewind the insulin pump correctly and the customer was still connected to the device. The mother also stated that the insulin pump alarmed battery out limit the night prior to the phone call, during normal use. The customer's blood glucose at the time of the phone call was 350 mg/dl, which will be treated with the insulin pump. The customer was offered a replacement battery cap but they refused stating that they will be receiving a new insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.